Event description:
It was reported that during a knee arthroscopy procedure, the back side of the probe began to melt. The probe was exchanged with another and the procedure was completed without complication. No pt injury was noted.